Event description:
A facility reported a cerelink sensor was implanted to monitor a patient with intracraneal trauma. Two to four hours after the patient was transferred form the operative room, the sensor stopped registering. Therefore, it was explanted and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The cerelink sensor (B)(4). Was returned for evaluation. Device history record (DHR) - the product code 826851with lot 7353451 sn unknown, conformed to the specifications when released to stock. Failure analysis ¿ no visible damage to the sensor, catheter material, or connector. Icp express read 510; cerelink monitor was acceptable. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - the root cause of the issue reported by the customer could not be confirmed as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components, and also due to device being dropped or shaken forcefully during use, or transit causing internal components to move out of place.